Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 574 mg/dl. The customer¿s current blood glucose value was 377 mg/dl. The customer did experience any symptoms of high blood glucose value such as nausea. The customer treated high blood glucose with manual injection. Auto mode was inactive. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.